Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed power error detected during basal rates. The customer¿s blood glucose level was unknown at the time of the incident. Customer is able to complete pump rewind. The pump passed self test. The customer also received low battery alarm. The customer was guided with steps to resolve the issue. The customer called again top report the issue. The customer reported that the power error detected recurred within a week of troubleshooting of previous occurrence. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No battery alert noted during testing. Device received power error due to j6 connector resistance issue.